Manufacturer narrative:
Device evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
Report source: user facility is incorrect; should be distributor. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20 and the angles are open.